Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedence and thresholds wouldn't capture. There was noise on the ra lead during isometrics and suspected lead fracture. Lead remains in use however lead revision with lead extraction has been planned. No patient complications have been reported as a result of this event.